Event description:
During egd w/peg removal; snare around peg bulb broke; wire itself became loosened from snare. Photo of bulb taken while in stomach. Peg bulb removed w/rat-tooth. No known injury to pt.